Event description:
The customer called for assistance because she received a higher reading on the contour next than on the contour. During the call the contour next blood glucose reading was 107mg/dl, and the contour reading was 68mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. Replacement test strips were sent to the customer.